Event description:
The pacemaker unit involved in this MDR report was explanted 55 months after implantation because it could not be interrogated. In addition, no magnet response was observed. Attempt to re-initialize completely the pacemaker was performed; however, this procedure failed. Therefore the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s., however; it is similar to symphony models approved under (B) (4). Analysis is pending.